Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s title is not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that site 7 (universal) was placed with guided bone regeneration, primary closure was achieved. At 3 week post op, swelling has increased and gave augmentin. The area was grafted with allograft prior to and together with the original implant placement.